Manufacturer narrative:
(B)(4). The status of this device and lead is currently unknown. This investigation will be reopened should either product be received for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock lead impedances. Boston scientific technical services (ts) performed a review of data saved to the device and found no evidence of noise despite a high number of episodes stored to device memory. Other lead measurements were stable and within normal limits. It was reported that the patient was scheduled for a lead revision and tech services recommended steps for evaluating the lead and device at revision. There have been no instnaces of inappropriate therapy or failure to deliver required therapy. No further information is available at this time. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating this ICD and rv lead were explanted and replaced at another facility. No specific details regarding the revision procedure are available. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.